Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and confirmed the reported issue when attempting to exercise the iabp on a test catheter & patient simulator. Autofill failure fault code # 37 (fault index 16 0) was recorded multiple times in the logs. The fse disassembled the unit and found blood contamination in the safety disk, purge assembly, and blood detect tubing due to balloon rupture. The unit was repaired by replacing all of the contaminated parts (safety disk, crm, tubing and purge assembly). After the repair, the unit passed all functional and safety checks.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) has a autofill error .there was harm or injury reported